Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 8 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 29mm valve of the same model. The reason for the replacement was reported as severe paravalvular regurgitation and moderate to severe stenosis. It was reported that dehiscence and rocking of the anterior portion of the valve was noted with a mean gradient of 42mmhg and peak gradient of 71mmhg. It was reported that during the explant procedure, it was noted that the 27mm aortic bioprosthetic valve was extensively calcified with fronds of plaquing on all three leaflets and there was evidence of healed annular abscess involving the right cups and portion of the left cups. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that all valve leaflets appeared to be in a closed position with a large gap between the right cusp and the non-coronary and left cusps. All leaflets were stiff with signs of tissue deterioration. Severe intrinsic and extrinsic calcification was noted on the inflow and outflow of the left and non-coronary cusps, restricting leaflet mobility. The non-coronary cusp appeared wavy with severe calcification. Tissue deterioration associated with calcification was observed on the lunula and into the belly of the right cusp. Tissue deterioration due to calcification was observed on all commissures. The start of commissure dehiscence was noted on the left right commissure possibly due to the separation of layers behind the aortic wall. Remnants of pannus covers the sewing ring on the outflow. Radiography revealed calcification on the leaflets and commissures. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis observations, the event was most likely caused by calcification. H3: device evaluated? Updated h6: coding updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.